Manufacturer narrative:
One device was received for evaluation for the complaint that the pump was under infusing. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the battery compartment door contacts corroded, dso seal delaminated, expulsor is not flat and leftmost cassette pin detector gasket is cut. The complaint confirmed through delivery accuracy test result 16.8ml, below the 18.2ml threshold and replaced, camshaft, expulsor and valves. The probable root cause was the defective expulsor. The pump was calibrated and passed all performance verification testing.

Event description:
It was reported that the pump was under infusing, the event occurred during testing and there was no patient involvement.